Manufacturer narrative:
(B)(4). Eval: results: (endoleak). Results/conclusion: (pre-operative dissection). (Type ii endoleak).

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a pre-operative dissection. Vessel morphology was reported as the thoracic aorta had a bovine arch which measured 29 - 31 mm in diameter; the dissection went from 2 cm distal to the subclavian artery to the rcia and created a 5.7 cm thoracic aneurysm in the false lumen. It was reported that a left carotid to subclavian bypass procedure was performed the day before implant in preparation for the endovascular procedure. The stent graft was implanted right at the innominate artery; however, there was a moderate type 1 endoleak that was ballooned four times, however, the endoleak did not resolve. The physician decided not to intervene as the pt could not tolerate any more contrast due to kidney issues, and the physician thinks the endoleak will spontaneously resolve on its own. As soon as the pt is able to tolerate any more dye, a CT scan will be done. There was also a retrograde filling type 2 endoleak coming from the subclavian artery and this was successfully corrected by tying off the vertebral artery. No clinical sequelae were reported and the pt is fine and will be monitored.